Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced pain during right ventricular (rv) pacing. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. Patient status was not reported.